Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune tka to treat pain and limited mobility due osteoarthritis. The patella was resurfaced and competitor cement x 2 was utilized. The procedure was completed without complications. The surgeon notes the patient had extensive medial and lateral compartment degeneration secondary to osteoarthritis. Patient received a revision of the right knee to treat pain secondary to tibial tray loosening. The femoral component and patella were well-fixed but revised. The tibial tray was loosened and debonded at the cement to implant interface. There was no reported product problem with the explanted tibial insert. The patient received competitor revision products. The procedure was completed without complications. Doi: (B)(6) 2018, dor: (B)(6) 2019, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.